Manufacturer narrative:
The field complaint that the programmer's screen stopped working was verified. During analysis, the unit was plugged in to a working outlet. The unit powered up, but the display was dim. Further analysis revealed that the inverter board suffered from a failure due to a burned component the failure was contained within the housing and posed no risk of exposure to the user or patient. Inverter board failure is the cause of complaint.

Event description:
It was reported that the programmer¿s screen stopped working. No patient was involved in the event. Programmer was replaced.